Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s 2 kids experienced low blood glucose of 44mg/dl and 66mg/dl respectively. Customer also states that blood glucose was 70mg/dl, 59mg/dl, 63mg/dl and current blood glucose was 70mg/dl treated with 15glucose carbs for 15 minutes. Customer¿s kids had symptoms like he feels squiggles in his legs. Troubleshoot was not performed. Pump not to be return for analysis.